Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was as over 600 mg/dl; cause was not known. Ketone level was high. Customer went to the emergency room (ER) and was treated with fluids. After 4 hours, customer left the ER in good condition. Bg was 366 mg/dl. Pump system check was performed and no device issue was identified.